Event description:
Customer's doctor called and reported that the customer was hospitalized. Physician stated that he would like to request training on the insulin pump for the customer to have him back on insulin pump therapy. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.